Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on wednesday, october 18th, sets were dropped off for cases on friday, october 20th. Upon receipt of these sets, there were multiple instruments that were dubbed unfit to be used in surgery (part numbers of each instrument have been included). Spd ran a boroscope down each of the cannulated instruments (which we as reps do not have access to at any of our accounts to check these ourselves), and found multiple instruments that fell outside of their guidelines for safe use in surgery. Subsequently, I had to run to multiple different hospitals around denver to be able to make these sets complete and usable. This put me outside of the guidelines put in place by the va in terms of timeliness on dropping off the trays. Event occurred during sterile processing and field inspection. There were patient outcomes or consequences. One of the two cases scheduled had to be cancelled this report is for one (1)pencil handle. This is report 4 of 10 for complaint (B)(4).